Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: black box shows one por event post ¿cs054/cs052/cs012¿ alarms on (B)(6) 2014, no evidence of power interruption is observed. No battery cap was returned, test battery cap and returned cartridge were used to complete the investigation. No power interruption or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power pcb. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.